Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: micra, model #:mc1vr01-delsys / expiration date: 2021-feb-28 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 2019-sep-13, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the device started dancing post-tether cutting which resulted in rising thresholds and pacing failure. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.